Event description:
(B)(4). Constant pain, hives, rashes, skin irritation, sharp shooting pain, numbing of limbs, metallic taste, excessive weight gain, constipation, irritability, heavy bleeding, abnormal periods, cramping, headaches.